Manufacturer narrative:
Visual examination of the returned product revealed the tip was detached.

Event description:
According to the available information, during a robot-assisted intervention, the tip of the catheter broke (the part with eyelets) after exerting traction. An intervention was necessary to remove the broken piece. The patient had to be re-catheterized, which resulted in a 15-minute extension of the procedure. There were no other clinical consequences.